Event description:
Was reported that the patient's ams 700 inflatable penile prosthesis was revised because of not pumping up. The surgeon made a scrotal incision and tested the pump. It was found that the tubing between the pump and reservoir had two twists. Once the tubing was straightened out, the implant worked perfectly. The twisted part of the tubing was cut out and the pump and reservoir were reconnected with a new connector. The implant was tested and it performed well. The patient status post procedure was good.